Event description:
The customer reported that the purple activation button was always on. Additional questions were asked, but the customer was unable to provide more info on the incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.